Manufacturer narrative:
The investigation for the reported "aic - purge disc/flag issues" issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. Logs from the complaint date revealed that the console issued the purge disc not detected alarm. The console was tested. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The root cause for the purge disc not detected alarm was a missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The automated impella controller (aic) failed to recognize the purge system disc twice, and despite a change in the purge cassette, did not allow to complete the priming. This resulted in an aborted procedure. No patient was involved since the pump was not opened or implanted.